Event description:
It was reported that, post implant, the shock impedance was as high as 200 ohms and was varying with each measurement. The patient was large and the pulse generator was implanted in a pouch. Testing the next day found noise in alternate and secondary sensing vectors. The primary sensing vector had no noise. Also, the impedance has dropped to 120 ohms. The system remains implanted. There were no adverse patient effects.